Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer generated a "serious programmer error" code during its operation. Follow-up revealed that a replacement programmer was brought in to complete the interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the programmer was returned and analysis was unable to confirm the customer comment that a serious programmer error code occurred during operation. The programmer functioned correctly during interrogations and passed functional testing. Analysis did find missing hinge plate screws. No other anomalies were found. Concomitant medical products: product ID 2067, radio frequency programmer head. Product ID r2067, radio frequency programmer head. Product ID r2067, radio frequency programmer head. Product ID 2067, radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer generated a "serious programmer error" code during its operation. Follow-up revealed that a replacement programmer was brought in to complete the interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.